Event description:
It was reported that the pump screen was dark and would not turn on. Reportedly, the customer went to the emergency room and was subsequently admitted to the hospital¿s intensive care unit due to blood glucose (bg) level of above 800 mg/dl. Customer¿s bg was treated intravenously with saline and insulin. The customer was discharged one week later with no permanent damage. Reportedly, customer reverted to an alternate method of insulin therapy.